Event description:
Rptr had replacement of right breast implant around 1974 because of some complication. The right implant ruptured around 1987 and the implant was removed along with a 3/4 mastectomy in 1988. Rptr has connective tissue disease and rheumatoid arthritis which will require medication for the rest of her life. She had knee surgery in 1993 (no cartilege left and severe arthritis). Also problems with left knee and she is very restrictive from a very physical lifestyle which she had. Also swelling in some of her hand and foot joints. (*)